Manufacturer narrative:
Examination of the returned complaint device revealed that there was blood in the shaft of the was and wds. The implant was deployed and protruding 4.5cm from the tip of the sheath. The implant was removed and the devices were able to be separated with no resistance. There were numerous kinks throughout the shaft. The tip was damaged with half of tip detached/separated. The detached portion of the tip was not returned. An attempt to recapture the implant was unsuccessful, due to the damage of the wds and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman &#59404;aa closure device & delivery system (wds) along with a watchman access system (was) were used. The was was placed into the appendage over a pigtail without any issues, the pigtail was removed and wds was introduced. The device was deployed too distal in the appendage requiring a partial recapture; however there was difficulty recapturing the closure device. The access system appeared to be bowing and the closure device would not collapse. The physician successfully performed a partial recapture and moved the collapsed closure device more proximal and redeployed the closure device in the proper location. The device was then assessed for pass criteria and released. The wds was removed and discarded. The was was then removed and upon examination there appeared to be metal fiber strands protruding from within the distal lumen of the was, appearing to be originating from the distal tip marker. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08161. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The was placed into the appendage over a pigtail without any issues, the pigtail was removed and wds was introduced. The device was deployed too distal in the appendage requiring a partial recapture; however, there was difficulty recapturing the closure device. The access system appeared to be bowing and the closure device would not collapse. The physician successfully performed a partial recapture and moved the collapsed closure device more proximal and redeployed the closure device in the proper location. The device was then assessed for pass criteria and released. The wds was removed and discarded. The was then removed and upon examination there appeared to be metal fiber strands protruding from within the distal lumen of the was, appearing to be originating from the distal tip marker. No further patient complications were reported and the patient's status is fine.